Manufacturer narrative:
Investigation of return guidewire revealed core wire breakage, while coil of the guidewire was long elongated without separation to two up to tip end. Microscopic observation of the core wire revealed the trace of breakages due to excessive rotational force. Lot history review revealed no anomal relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that the tip of the guidewire might be trapped in the targeted cto lesion, where removal manipulation to the guidewire was made with continuous rotation, resulting the breakage of the core wire due to accumulated rotational force, and along with removal of the guidewire coil elongated but without separation to two. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, for the procedure to calcified cto lesion at lad #7, subject guidewire was advanced and crossing was attempted. Physician noticed the coil elongation, and removed the guidewire without trouble. There was no impact to patient.

Manufacturer narrative:
(B)(4).